Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly. The hospital reported that the scrub tech loaded the seal into the delivery tube, but when she released the green buttons on the loader, the seal came out of the delivery tube, and remained in the loader device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. The date of occurrence was either (B)(6) 2009 or (B)(6) 2009.

Manufacturer narrative:
Investigation results: the device was received with the seal in the loader device, viewable through the window. The delivery device was inside the loader and the plunger had not been depressed. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B)(4).